Event description:
It was reported that after a da vinci-assisted ventral hernia surgical procedure, the customer contact technical support to report that the system was making a humming noise from arm 4. Technical support engineer (tse) found no associated errors in the logs. The arm was able to be clutched and repositioned; however, the noise remained. The system was power cycled and completed self-test without issue. After restarting, the system still had a humming noise coming from arm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the noise was noticed during the case when the arm was moved. It did not have any bearing on completion of the case. The arms were visualized when they were draped and nothing out of the ordinary was noticed.

Manufacturer narrative:
Based on the claim against the product by the customer noting a humming noise, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could hear a noise in the arm when it was moved up and down as if something was moving around inside. Fse replaced arm to resolve issue. Tested system and verified ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 4 was analyzed and found to the pitch movement was very noisy during the sine cycle test. The usm was checked for any type of fluid intrusion or debris or possible connections with flat flex cable (ffc)'s throughout the insertion spar; however, none were found relating the reported problem. Through system logs, multiple 23007 errors were triggered for usm4. The complaint regarding humming noise was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. A procedure log review was performed. Per the review, the following was confirmed: a ventral hernia ipom procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: field service engineer (fse) was able to reproduce the issue during their investigation and consequently replaced a system part. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.